Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 121 mg/dl at the time of the incident. The customer stated that the act button was stuck and that their blood glucose level was high. The customer added that the insulin pump did not give them their bolus. The customer also stated, nothing, when asked if the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer declined troubleshooting for the mentioned high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor. Pump passed the operating currents measurement, self test, unexpected alarm error test and displacement test. Unable to perform the occlusion test and no delivery test due to motor error alarm. Motor passed motor test. All buttons functioning properly. No damage in keypad assembly noted. No button error alarm noted. Inspected on lcd connector and no unlocked connector noted. No frozen screen noted. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.